Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported that the 9900 system had an error message at boot up and would not print the images clearly. No pt injury was reported.